Event description:
It was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. There was no reported adverse impact on customer's blood glucose level.